Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd connecta¿ stopcock there was leakage at the connection. The following information was provided by the initial reporter. The customer stated: ¿for about 5 weeks wards have been experiencing very frequent leakages when using the infusions systems connected to the connecta 10 cm. Often the complete systems have to be replaced."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/29/2021. H.6. Investigation: our quality engineer inspected the 4 samples submitted for evaluation. The reported issue was not confirmed upon functional testing of the samples. All four samples underwent our internal leakage testing, and none of the samples showed any leakage. Since the failure was not confirmed, a manufacturing root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd connecta¿ stopcock there was leakage at the connection.the following information was provided by the initial reporter. The customer stated: ¿for about 5 weeks wards have been experiencing very frequent leakages when using the infusions systems connected to the connecta 10 cm. Often the complete systems have to be replaced."